Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the monitoring printed circuit board (pcb) was defective and in need of replacement. Replacement of the monitoring pcb solved the issue. No log files have been provided. The monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The replaced part have not been returned. According to the received information, the cause of the issue has been determined and was related to defective monitoring pcb.

Event description:
Manufacturer ref#:(B)(4).